Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, cutting could not be done properly. The surgery was extended more than 30 mins due to the incident.